Manufacturer narrative:
Analysis of the catheter found no significant anomaly and had acceptable testing. The catheter was incomplete and returned in segments.

Event description:
It was reported that a patient had withdrawal symptoms. The catheter was explanted 2015 (B)(4) and returned to the manufacturer for analysis. The reason for catheter removal was ¿unknown.¿ there was no patient death. No outcome was reported for this event. Follow up was being conducted to obtain additional information but had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.